Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that during routine maintenance, the power fail alarm of the automated impella controller (aic) was not working. There was no patient harm or involvement reported.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. A.1 added information as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-06184. A.2 age should have been left blank on the initial manufacturer device report number 1220648-2024-06184 as no patient was involved. A.3 added information as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-06184. D.2 common device name was revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04722 was submitted. D.9 device return date was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-06184. E.1 revised name prefix/title as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-06184. E.2 and e.3 revised as they were reported incorrectly on the initial manufacturer device report number 1220648-2024-06184. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-06184 and should not have been. G.1 revised MDR reporting contact address and manufacturing site name and address as they were reported incorrectly on the initial manufacturer device report number 1220648-2024-06184. H.3 updated to reflect device evaluation anticipated as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-06184. H.6 code 4144 and 3221 were reported incorrectly on the initial manufacturer device report number 1220648-2024-06184. H.10 additonal manufacturer narrative was reported incorrectly on the initial manufacturer device report number 1220648-2024-06184 as the device was returned.